Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that stimulation increased on its own the morning of (B)(6) 2016. The patient also experienced a loss of therapeutic effect. They felt like ¿a bee in their britches.¿ the patient was able to decrease stimulation and felt better. The patient¿s seemed to be getting worse with time. The night of (B)(6) 2016 the patient was up all night urinating, the symptoms were very bad. On (B)(6) 2016 the patient¿s symptoms were ¿spasmatic¿ and bad. The patient felt stimulation and did not have any trauma/falls that could be related to their issue. The change in the patient¿s therapy/symptoms was gradual. Additional information reported that it became less tolerant. A new battery was installed in the patient programmer. About 2 months prior to the day of the report the patient received an epidural for their back issues and the implant began to vibrate. It was on the way of a physical massage. The patient calmed down and was ¿interesting acting normal.¿ it was also noted that exercise or extension preceded the change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.